Event description:
Related manufacturer reference number: 1627487-2024-00783. It was reported that the patient experienced a fracture at one of their extensions. X-ray imaging confirmed fracture. As a result surgical intervention was undertaken on (B)(6) 2024 wherein both extensions were explanted and replaced to address the issue. It is unknown which extension experienced the fracture.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.